Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).

Manufacturer narrative:
H6 - work order search: another similar complaint was reported for units within the same lot. (B)(4)

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -04.00 diopter, within the same surgery due to excessive vaulting. The problem was resolved. Cause of the event was unknown.